Event description:
Customer called to report hospitalization for low bgs. It was stated that low bgs happened right before bedtime, and the last thing they remembered was walking to the bathroom. Md believes pump may be at fault. Troubleshooting was performed. Unit passed the test. Device was not dropped, bumped, or exposed to moisture.